Event description:
The customer reported a fluid removal discrepancy. Registered nurse noticed the pt fluid removal rate was -263mls, and half an hour later, it was -146ml.

Manufacturer narrative:
Technical data files were requested. A gambro rep was called and discovered the line entering the blood leak detector was slightly obstructed. The obstruction was cleared with no other instances. No pt injury was reported. The manufacturing site will conduct further investigation. A follow up report will be submitted as soon as the investigation has been concluded.